Event description:
Additional information received indicated post-paced t-wave oversensing and mode switching was observed on the device.

Event description:
During a remote follow-up, oversensing was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.